Event description:
The stent did not deploy; it came off of the balloon while in the descending aorta. It has been left in patient with no apparent harm. This product is not available for testing and evaluation.